Manufacturer narrative:
Additional information was received indicating that the event occurred during routine preventive maintenance test and there was no patient involved. Device evaluation completion date: 07/25/2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a new condition with no damage observed. During analysis, the customer's reported problem regarding "failed occlusion test" was able to be duplicated. The event log confirmed that the sensor may not be working (no high-pressure alarms recorded). Sensor testing found the downstream occlusion (dso) sensor value out of manufacturing specification (no alarm). Service will replace the dso to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the occlusion test by not alarming. There was no reported injury to the patient.